Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The u-02 error was confirmed and reproduced.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the site reported errors on the integrated electrosurgical unit (iesu) generator. The site was getting the u-02 error. They power cycled the generator, but the issue persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) was contacted and the caller was advised to remove and reconnect the cable and power cycle the generator. The error cleared. At an unspecified time, the customer called back and reported u-02 error returned and the procedure was converted to another dv system. Procedure was completed with no reported injury.